Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Bench testing revealed t-bat fault alarms. Visual inspection revealed the connector jp4 of the power flex circuit was damaged. Pins 2 and 5 of jp4 were burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting "tbatt faults" and was unable to be charge. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.